Event description:
The parker bath is a height adjustable bath for assisted bathing. It was reported to us that the bath was filled and in highest position. The "carer" wanted to lower the bath but it didn't move. Assuming maybe the weight from the water was causing the blockage, the customer emptied the bath. This didn't help. He could hear the actuator when trying to action hi-lo movement but nothing else happened. When trying to tilt the bath manually, the tub kind of fell down 20-30cm. After this event the bath functions normally.

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo hospital (B)(4) on behalf of the importer (B)(4). Additional information will be provided upon completion of the manufacturer's investigation.